Event description:
The pt incurred two small burns on the left side of the abdomen which required excision and ointment. The burns occurred when two accessories were plugged into the accessory jack. The biopsy clamp's metal "nut" portion was touching the pt when the scissors were used. The biomed phoned to see it the circuits were isolated. During testing, it was noted that when the accessory was removed from the small hole closest to the bipolar in the accessory jacks, the generator came on (self-activated). The biomed discussed a possible short with a valleylab technician.